Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function on a irc5po2v concentrator. The key failure is the power switch has no alarm function.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.